Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient with juvéderm® volift¿ with lidocaine. The patient experience ¿late paroxysmal edema¿ of the nasolabial folds and the right infrapalpebral region and between the eyebrows.¿ the patient also reported ¿urinary tract infections.¿ this event is not device related. No other information was provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "urinary tract infections" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "urinary tract infections" is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient with juvéderm® volift¿ with lidocaine. The patient experience ¿late paroxysmal edema¿ of the nasolabial folds and the right infrapalpebral region and between the eyebrows.¿ the patient also reported ¿urinary tract infections.¿ this event is not device related. No other information was provided.